Event description:
Reportedly, the patient had numerous adhesions and scar tissue. When using the ta, initially they could not advance the pin. The scrub nurse, removed the cartridge and reloaded the device. Next, there was some difficulty closing the device, sot they used a new cartridge. Then they allegedly fired the device and discovered that it did not fire after the surgeon cut the tissue. They fired a second ta lower down the rectal stump. A resting stoma was performed.